Manufacturer narrative:
B3: date of event - corrected from (B)(6) 2017 to(B)(6) 2018.

Event description:
The patient was enrolled in the eminent clinical trial with patient identifier (B)(6). It was reported that stent occlusion occurred. The patient underwent treatment with the eluvia device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion, located in the left mid and distal superficial femoral artery (sfa), had a 5mm and 5mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 140mm. The target lesion was 70% occluded and was crossed through true lumen. Pre-dilatation was performed after which a 6x150mm eluvia stent was implanted. Post dilatation was performed, and residual stenosis was 10%. On (B)(6) 2017, a stent occlusion of the patient was detected. No action was performed. The event is currently assessed as ongoing. It was further reported that on (B)(6) 2018 (not (B)(6) 2017), 392 days post index procedure, the subject presented for the protocol scheduled 12-month follow-up visit and duplex ultrasound was recommended. The duplex ultrasound of left limb revealed stenosis in the proximal common femoral artery (afc), stent occlusion in the left sfa with extension of occlusion to proximal apoplexy, peak mid tracing was noted. The ratio of left proximal afc diameter was noted to be 3.3 with 360 cm/s psv value. Upon arrival, rutherford classification was 0 (no complaints). No action was taken to treat this event, as the subject did not experience pain. The event is ongoing.

Event description:
The patient was enrolled in (B)(6) clinical trial with patient identifier (B)(6). It was reported that stent occlusion occurred. The patient underwent treatment with the eluvia device on (B)(6) 2017 as part of (B)(6) clinical trial. The target lesion, located in the left mid and distal superficial femoral artery (sfa), had a 5mm and 5mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 140mm. The target lesion was 70% occluded and was crossed through true lumen. Pre-dilatation was performed after which a 6x150mm eluvia stent was implanted. Post dilatation was performed, and residual stenosis was 10%. On (B)(6) 2017, a stent occlusion of the patient was detected. No action was performed. The event is currently assessed as ongoing.